Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned lvad pump revealed a thrombus formation. The pump was returned assembled with the driveline cut approximately 4.75¿ from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The textured blood-contacting surface of the outflow elbow revealed a non-obstructive deposition of coagulated blood. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding the rotor¿s bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was in operation supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined, it may have contributed to the reported event. A correlation between the observed deposition and the reported pulsatility index events that were confirmed through the analysis of the data log file that was provided by the account could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 years, 10 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic with lactate dehydrogenase (ldh) values in the range of 1400 u/l, and the patient had a brown colored urine. A repeat ldh test was to be performed. The pump sounded smooth; however, there were multiple pulsatility index (pi) events and reductions in pump speed. No major pump power elevations were noted. The evaluation of the submitted data log file by the technical services team confirmed multiple pi events during the 10 day length of the data. On (B)(6) 2016 a pump exchange was successfully performed. The pump will be returned for analysis.